Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that, following the patient undergoing a pump replacement for end of service (eos), the device became infected. The pump and catheter were removed approximately two weeks later. It was not known if a culture was taken or if antibiotic treatment was necessary. There was no alleged product issue and it also wasn¿t known if any diagnostic testing or troubleshooting was performed. The date of the onset/diagnosis of the infection was not specified. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was discarded by the customer. Following explant, the device was not replaced but it was noted it would be in the future. Then, on the date of this report, the device manufacturer representative (rep) attended the patient¿s pump implant. The medication being delivered via the device system at the time of the event was not provided. No further information was provided. Additional information has been requested regarding additional event details including the cause of the infection, if any diagnostics including a cultured occurred and the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.